Event description:
It was reported approximately 9 years post op that this 62 y/o female patient's left knee was revised. The patient had an original exactech tka done at (B)(6) hospital. The patient returned to surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a poly insert swap. Patient was revised to a truliant crc tibial insert crc sz 2, 12mm. Patient was last known to be in stable condition following the event. Product not returning - the implant(s) were sent to the lab and legal at the hospital.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 3776483 - 02-010-03-0220 - logic cr femoral cem, left sz 2, 3773630 - 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, 3599268 - 200-02-29 - three peg patella 29mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to the prosthesis wear and instability. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.